Manufacturer narrative:
Since contact information, or device identification information was not provided, the source of the report cannot be traced and additional information cannot be gathered. Should additional information become available in the future, a follow-up report will be submitted.

Event description:
Medwatch mw5098710 for prokera was received by tissue tech, inc. On 02/09/2021. The report indicated that an adverse event occurred and the event outcome was "other serious (important medical event)". The description of the event stated, "lack of efficacy". No other details regarding the adverse event were reported. The reporter did not provide any information regarding the facility filing the report other than it was a medical professional. Tti has not received any complaints regarding prokera with the same/similar description. Since contact information, or device identification information was not provided, the source of the report cannot be traced and additional information cannot be gathered. Should additional information become available in the future, a follow-up report will be submitted.